Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink administration set did not allow flow due to a blockage in the filter. This occurred during infusion of total parenteral nutrition (tpn) and lipids using a non-baxter pump. The tpn was pumped into the set upstream of the filter at a rate of 2 ml/hr, and the lipids were pumped downstream of the filter at a rate of 0.6 ml/hr. However, the lipids flowed back towards the filter and blocked it. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned for analysis; therefore, no evaluation could be performed. Should additional relevant information become available, a supplemental report will be submitted.